Manufacturer narrative:
The insulin pump had intermittent bolus express, esc, and act button response due to corroded keypad traces. The device was received with cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and torn keypad overlay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump was replaced due to damage. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.